Event description:
Per independent repair center statement, the unit was alarming or red light. And the alarm would not function. The key failure was the rexroth valve on the manifold was stuck. Additional malfunctions were the pilot valve on the manifold was contaminated, the o-ring on the manifold was leaking, the tie wrap on the manifold was defective, the tie strap on the sieve beds was defective, and the power switch on the control panel had a short circuit.